Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported intermittent zero and the 1 on the keypad which was reproduced. Evaluation confirmed the reported symptom, intermittent keys, while pressing each alphanumeric and soft key while navigating the biomed options menu. Evaluation found keys 0, 1, and 2 to have intermittent responses. The failed keypad was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "an intermittent zero and the 1 on the keypad". There was no known patient injury or medical intervention associated with this event. No additional information is available.